Event description:
It was alleged that on (B)(6) 2010, the ptc (patient care technician) was exposed to granuflo power that resulted in "respiratory issues." The ptc was being trained to a new system by her head nurse when she allegedly breathed in the granuflo powder.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.